Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges while going up an incline his scooter shut off and allegedly starting rolling backwards. Consumer tried to steer the scooter to stop it where he allegedly crashed it and was allegedly thrown from the scooter.

Event description:
Consumer alleges while going up an incline his scooter shut off and allegedly starting rolling backwards. Consumer tried to steer the scooter to stop it where he allegedly crashed it and was allegedly thrown from the scooter.

Manufacturer narrative:
The alleged condition could not be duplicated.